Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was difficult to get the implantable cardiac monitor (icm) insertion tool advanced. After multiple attempts, the device was implanted using the dilator, however the device kept "backing out" of the insertion site. The device was not implanted. No patient complications have been reported as a result of this event.